Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) -year old (B)(6) female patient who underwent revision augmentation with mentor memorygel breast implant 375cc gel breast prostheses in 2002 presented with pneumonia on (B)(6) 2018, where she was given a CT scan that showed a left side device and possible right side ruptures. The patient also reported she has had unexplained medical conditions since approximately 2017. She reported uneasy feeling, lung nodules, fatigue, back, neck and shoulder pain. Clogged ear canals, coughing up mucus, and nodules in the armpit that exude a white exudate. The patient believes she may have breast implant illness and may explant without replacement. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).